Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version unknown. Retainer ring = clear. Pump case type: ngp. Customer returned pump for alleged cosmetic damage located at the keypad and retainer ring found on 01-feb-2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus due to unexpected constant blue screen. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked retainer, partially detached retainer, battery tube threads - cracked, cracked case, cracked case (battery tube), serial number label faded. Critical pump error (open book image) alarm confirmed. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed at pcba 1 and the force sensor. Alleged cosmetic damage located at the keypad and retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.

Event description:
The insulin pump was returned for analysis.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.